Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 8 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported pus and a possible infection in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.